Event description:
During periodic programming history review, the patient was observed to have high impedance. Per the physician, it was noted that no high impedance was observed. No additional relevant information has been received to date.

Event description:
Further review of the programming data received discovered that the high impedance was observed when v1.5 software was used on a m102 generator. System diagnostics were initially performed which caused the false high impedance to be observed. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Manufacturer narrative:
B2. - correction - further review of data found the high impedance observed was due to the v1.5 software issue for m102/m102r generators. D1. - d5. - correction - suspect device updated to model 3000 programming system f10. - medical device code - correction - a160105 & a110204 should have been reported as issue is due to software f10. - component code - correction - g02008 should have been reported as issue is due to software h6. - investigation findings - correction - c100202 & c1202 should have been reported as issue is due to software h6. - investigation conclusions - correction - d01 should have been reported as issue is due to software voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018, and the physician was provided a notification letter with recommended actions. H9. Internal reference number: nm-hou-2018-007